Manufacturer narrative:
A field service engineer was dispatched to investigate. Logs were downloaded, and a missing moisture trap replaced, after which the ventilator passed both functional and pre-use tests and was returned to service. The moisture trap is unrelated to the reported event. No other fault was found. The fse inspected the logs and reported that there was evidence of a low power shutdown. Evaluation of the returned logs confirmed the reported event, finding that the ventilator did shut down during ventilation due to a low battery charge while running on battery. The ventilator operated for two hours and 18 minutes on two batteries before the low battery shutdown, which is appropriate for two fully charged and functional batteries. Several alarms were generated continuously from 25 minutes and eleven seconds before the shut down. There was ample time for the user to take appropriate measures. It is our conclusion that the incident was caused by the user running the ventilator for too long in battery mode and not supplying an alternate source of power when the low battery charge alarms were generated.

Event description:
It was reported that the ventilator shut down while connected to a patient. There was no patient harm reported. (B)(4).